Event description:
It was reported through a literature article that an angio-seal sts was deployed post neurointerventional procedure for a superficial femoral artery puncture. The patient was premedicated with 300 mg of aspirin and 75mg clopidogrel after an administration of a loading dose 300-450 mg prior to stenting procedures which was to be continued after treatment. During the procedure, heparin was administered intravenously, with close monitoring of the activated coagulation time (act). After deployment of the angio-seal, the patient was on bedrest for 18-24 hours post procedure. The patient experienced a femoral artery stenosis which required surgical intervention. The incident date is between 2005 and 2006. The physician who deployed the angio-seal was unknown.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.